Manufacturer narrative:
H11: corrective data: corrected section h6: method codes.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic surgical valve underwent a valve in valve after an implant duration of six (6) years, four (4) months due to valve degeneration leading to severe aortic stenosis. The tavr was successfully performed with a 23mm 9750tfx valve. Upon completion of the procedure, the patient was hemodynamically and neurologically stable; however, the postoperative course was complicated by pulmonary edema, cva, and leukocytosis. The patient was transferred to 3 specialty for further monitoring and medical management. On pod# 11, the patient was discharged in stable condition.